Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported from the patient care unit that the tubing that was infusing lipids separated at the safety clamp, which is loaded into the pump. Although it was reported that it was unknown if there was a delay of treatment or exposure to the IV solution, there was no adverse effects caused to the patient as a result of this event. No further information was available.

Manufacturer narrative:
The customer¿s report that the tubing separated at the safety clamp was confirmed. Visual inspection noted the silicone the tubing was completely separated from the lower fitment. Functional testing was deemed unnecessary due to tubing being separated at the component engagement. Dimensional analysis was performed on the lower fitment spigot. The base and top diameter of the spigot were measured within the required specification. Device history record could not be performed on model 2420-0007 because the lot # for the suspect set was not provided. The root cause of this failure was not identified.

Event description:
It was reported from the patient care unit that the tubing that was infusing lipids separated at the safety clamp, which is loaded into the pump. Although it was reported that it was unknown if there was a delay of treatment or exposure to the IV solution, there was no adverse effects caused to the patient as a result of this event. No further information was available.